Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed one incoming functional test. Incoming functional test failure was retested ten times and all passed. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found the device failed four incoming functional tests. Each functional failure was retested ten times, two passed and two failed. The device was opened and a visual inspection of the interior was performed, then the two remaining failures were retested ten times and both still failed. The p1 connector was then cleaned and reseated and the two remaining failures were again retested ten times both still failed. The device was then calibrated and the two failures were retested ten times and all passed. Analysis further noted that the upper and lower cases were broken and that the ring cover and both bail covers as well as the ring and both bails were missing. The device was to be scrapped in-house.